Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients with thoracolumbar fractures with stabilization using tslp system and uss. Following complications have been identified with corresponding intervention: tslp: 1 patient had intra-operative ae: vessel injury. 1 patient had subsequent surgery prior to discharge due to infection of posterior access. 1 patient had subsequent surgery prior to discharge due to unilateral rod dislocation. 1 patient had subsequent surgery prior to discharge due to fistula of chylus. Tslp and uss: 1 patient had intra-operative ae: vessel injury. 1 patient had subsequent surgery prior to discharge due to infection of posterior access. 1 patient had subsequent surgery prior to discharge due to fistula of chylus. This report is for depuy synthes tslp system. It captures the following events: subsequent surgery prior to discharge due to infection of posterior access, subsequent surgery prior to discharge due to unilateral rod dislocation (ae only since rod is not specified that it is synthes). And subsequent surgery prior to discharge due to fistula of chylus. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown thoracolumbar spine locking plate (tslp) system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.